Event description:
Per the clinic, the patient experienced a skin necrosis resulting in the decision to explant the device. The device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.